Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates: the data acquisition (da) pcba was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the device failed the pressure accuracy test at the 0 cmh2o setting. There was no patient involvement.